Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 27 mg/dl. Prior to being hospitalized, the customer experienced low blood glucose levels and crashed his car. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.